Manufacturer narrative:
(B)(4). The event occurred in (B)(6).

Event description:
The customer complained of a questionable result for one patient sample with the elecsys hcg + beta (hcgb) test system. On (B)(6) 2017 the patient's hcgb result was 0.100 miu/ml with a data flag. On (B)(6) 2017 the patient was verified to be 7 weeks pregnant by ultrasound. There was no allegation of an adverse event due to the erroneous result. The hcgb reagent lot number was 17982501 with an expiration date of 01/31/2018. The calibration at the time of the event was one month overdue. Quality control results were within the specified ranges. There was no indication of a reagent issue. Instrument maintenance is performed per the manufacturer's specifications. The customer uses the appropriate rack adapters for the sample tubes. Performance testing data were within specifications. Laboratory humidity and temperature were ok. System alarms generated shortly after the questionable result indicate issues with low sample volume and poor sample quality. Additional data was requested for investigation but was not available. The investigation was unable to determine a specific root cause with the information provided. A possible root cause is related to sample quality.